Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor exhibited a scorched paddle. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating the paddle was scorched. The field service engineer (fse) onsite checked the heartstart xl+ defibrillator and xl+ paddle and confirmed the xl+ paddle scorch. The fse replaced the 453563476991, paddle repl. Kit water resistant and 453564206291 xl+ kit-paddle tray plates to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.